Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 56x3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the stent structure was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was severely damaged across its length with stent struts distorted, lifted from the stent profile and stretched. The stent moved on the balloon both distally over the markerband and proximally over the outer extrusion shaft. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found several inner lumen and outer extrusion kinks. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 56x3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the stent structure was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.